Event description:
The customer reported to beckman coulter (bec) having an issue with an intermittent white blood count (wbc) vote-outs on the coulter lh 750 analyzer. The instrument printouts were not provided for review. No erroneous results were reported in association with this event. There was no death, injury, or effect to patient treatment. This MDR is to report an event occurred on (B)(6) 2013. Total of 3 mdrs are being submitted from this account for events occurred on 3 different days: 1061932-2013-01174, 1061932-2013-01175, 1061932-2013-01176.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse re-tubed white blood cell (wbc) count lines along with the drain and mixing bubble tubing. The fse stated that mixing bubbles were still intermittent and were not as vigorous as the red blood cell (rbc) side. While on site, the fse also replaced the mixing solenoid 19. Mixing bubbles are used in both the wbc and rbc baths to mix the dilutions. Failure mode of an ongoing wbc vote-outs/erroneous results was most likely attributed to hardware components, addressed by the fse.